Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure and the damaged cable was the pulled dn to rear te cable. No adverse event resulted from the strained cable.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a damaged cable.